Manufacturer narrative:
Device passed self test and displacement test. No unexpected a64 alarm noted during testing. Device communicated properly with glucose sensor simulator and displays the value properly on display graph. The sensor feature working properly. No bad sensor or lost sensor alarms noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had self test failed alarm. The customer¿s blood glucose level was 128 mg/dl. The customer reported that they had self test failed alarm customer reported that they were able to clear the alarm. Customer reported that the insulin pump able to complete rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.